Manufacturer narrative:
The pump will be available for return for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian artery in a 59-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d shock prior to initiation of support. During impella 5.5 support, a purge system blocked condition was reported. In response, tissue plasminogen activator (tpa) was administered through the purge system as part of clinical management to restore purge flow. Additionally, the purge cassette was exchanged, after which purge system function was addressed. At the time of reporting, the team was awaiting confirmation of sustained resolution of the purge system obstruction. The purge solution in use at the time of the event consisted of dextrose 5% in water (d5w) with 25 meq sodium bicarbonate. Purge system obstruction is a recognized occurrence during mechanical circulatory support and may be associated with factors such as purge flow resistance or thrombus burden within the purge pathway. The patient outcome was not reported.

Manufacturer narrative:
B5 narrative updated.

Event description:
Updated clinical narrative: (with aei). Additional information received indicated that a gastrointestinal bleed (gib) was reported during support, tissue plasminogen activator (tpa) administration had been in use for the reported purge issue. Several days after the reported events, due to the duration of support and age of the pump, a clinical decision was made to replace the impella 5.5. The patient underwent device exchange and survived to explant. Previous clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian artery in a 59-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d shock prior to initiation of support. During impella 5.5 support, a purge system blocked condition was reported. In response, tissue plasminogen activator (tpa) was administered through the purge system as part of clinical management to restore purge flow. Additionally, the purge cassette was exchanged, after which purge system function was addressed. At the time of reporting, the team was awaiting confirmation of sustained resolution of the purge system obstruction. The purge solution in use at the time of the event consisted of dextrose 5% in water (d5w) with 25 meq sodium bicarbonate. Purge system obstruction is a recognized occurrence during mechanical circulatory support and may be associated with factors such as purge flow resistance or thrombus burden within the purge pathway. The patient outcome was not reported.

Manufacturer narrative:
H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Additional information received for d6 explant. H6 codes have been updated.